Manufacturer narrative:
Product ID 8780, serial# (B)(4), implanted: 2013 (B)(6), explanted: 2013 (B)(6); product type catheter. (B)(4).

Event description:
It was reported that the patient had to have the pump explanted because her body rejected the pump. The catheter was also removed. The incision would not heal after implant and it became a wound. It was stated that the rejection may have been because of the patient¿s body size and that her skin was stretched too much. It was noted that the pump worked well for the patient when it was implanted. The patient may have been able to have a smaller pump implanted 2-3 weeks after this report. The device system was used to deliver baclofen. Additional information was requested but was not available at the time of this report.